Event description:
It was reported the patient stopped receiving effective stimulation. An impedance check showed only 5 contacts had valid impedances. As a result, the doctor added a new lead to the system to give the patient better coverage. Postoperatively the patient received effective therapy.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.